Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a port placement procedure using x-port isp. After that, sometimes post the procedure the catheter allegedly damaged. Due to this patient experienced redness, pigmentation and pain.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one x-port isp implantable port attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. Two splits were noted on the attached catheter approximately 0.3cm and 10.0cm from the distal end of the cath-lock. A partial circumferential break was noted on the attached catheter approximately 8.5cm from the distal end of the cath-lock. The edges of the first split on the attached catheter were noted to be uneven. The surface cannot be determined as additional damage would be caused in area. The edges of the partial circumferential break on the distal end of the catheter were noted to be uneven. The surface was noted to be round and smooth in both regions. The edges of the second split on the attached catheter were noted to be uneven. The surface cannot be determined as additional damage would be caused in area. Therefore, the investigation is confirmed for the identified fracture, naturally worn and deformation issues. However, the investigation is unconfirmed for the reporter material integrity as more specific fracture was identified. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Although a definitive root cause could not be determined, flexural fatigue (repeated/cyclic kinking of the catheter which can cause gradual tearing in the catheter) could have potentially caused or contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using x-port isp. It was reported that sometimes post the procedure the catheter allegedly damaged. Due to this patient experienced redness, pigmentation and pain. There was no reported patient injury.